Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report erratic readings with her logic meter. Analysis run on clark error grid using mean avg meter reading (62) as ref. Point vs. Bd readings (29, 95) yielded data points in the d range of the grid, outside of acceptable limits.